Event description:
The customer reported the tissue expander had a hole in the posterior part of the expander seam and completely deflated. Product was implanted inside the patient for several hours.

Manufacturer narrative:
Tiger aesthetic medical complaint#: (B)(4). Patient age defaulted to "99" as no patient information was provided. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). Device evaluation: d9, g3, g6, h2, h3, h6, h10. Tiger aesthetics medical received the suspected device from the customer and performed a failure analysis. The device was returned and leakage confirmed at small rupture on the posterior shell of the device, top left of center along the outer edge before the shell joins to the base. Possible striations were identified. The observed rupture is surgical instrument damage. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.